Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarms "occluded" when pitocin is initiated at 1 ml/hr. It was also reported that the "pitocin cannot be increased until thirty (30) minutes after initiating the medication and the alarm does not happen once it gets past 1 milliunit". There was patient involvement however outcome is unknown.

Event description:
It was reported that the device alarms "occluded" when pitocin is initiated at 1 ml/hr. It was also reported that the "pitocin cannot be increased until thirty (30) minutes after initiating the medication and the alarm does not happen once it gets past 1 milliunit". There was patient involvement however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of occlusion alarms at 1 ml/hr - pitocin was not determined because no products or device logs were returned.